Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was tested with a water fill reservoir, units left at display properly math units left at test reservoir. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having a lot of problems going into insulin shock. Customer stated that her son found her on the floor yesterday. The customer's son put an IV in her and she had low blood glucose. Customer's blood glucose gets to 150 mg/dl and drops drastically. Customer's current blood glucose is 330 mg/dl. Customer treated with a peanut butter sandwich. Customer has been experiencing low blood glucose and was operated on (B)(6). Customer stated that she has glucose tablets and gel. Customer reported that her doctor doubled her rates on her settings and did not tell her the setting had been changed. Customer stated that the paramedics came by on (B)(6) 2016. Customer did not go to the hospital. Customer took a tylenol with codeine the night before. Customer mentioned she had neck surgery and the paramedics put her on an IV. Customer was wearing the pump at the time and after she put it on suspend. Customer was advised that the pump will be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.